Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump trace download analysis confirmed the pump alarmed power error, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer previously called to report power error detected. Power error detected recurred within a week of troubleshooting of previous occurrence. The troubleshooting steps were provided for the power error. The customer was advised the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.